Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button that did not work on the insulin pump. The customer also had a button error alarm during basal. Customer checked their blood glucose an hour before the call and stated that it was good. The pump was not dropped or bumped. The pump was also not exposed to moisture. Customer confirmed that they had a back-up plan and restarted the pump by removing for a few minutes. An insulin pump replacement was needed.